Event description:
Caller alleged discrepant lot to lot precision results. Results as follows: date: (B)(6) 2012, inratio: 1.4, lot: 293019. Date: (B)(6) 2012, inratio: 2.7, lot: 287163. Time between testing was reported as minutes apart. Pt's therapeutic range is 2.5 - 3.5.

Manufacturer narrative:
Investigation pending.